Event description:
A surgeon reported that during a cataract extraction procedure a piece of the lens capsule was caught in the probe causing the probe to become clogged. Reflux would not clear the blockage. The probe was then removed from the eye and unplugged. The blockage cleared. As the surgeon was unsure of the operation of the unit, he switched to another unit to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).